Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer experienced low blood glucose. Customer's blood glucose declined to 42 mg/dl. The father treated the customer with glucose tablets. It was also found the threshold suspend feature was prompted when the customer's blood glucose was 60 mg/dl during this incident. The insulin pump will not be returned for analysis.